Event description:
Disposable scope arrived from manufacturer [mfg] with a "crimp" in outer sheath and scope could not be passed. A different scope was used and the defective scope was returned to the mfg. Manufacturer response for monarch bronchoscopy, auris health (per site reporter). Unknown when reported to manufacturer and response is not available.